Event description:
This is filed to report that thrombus found on the device during the procedure. It was reported that the first mitraclip (B)(4) was implanted as an off label use in the tricuspid valve, without issue in the patient with grade 5 tricuspid regurgitation (tr). The second mitraclip (B)(4) was advanced to the tricuspid valve when a clot was noted to be forming on the clip. The patient could not have heparin (due to heparin intolerance) and was given bivalirudin. Act (activated clotting time) was kept above 300 seconds (therapeutic level) for the entire case. When the clip was advanced into the right atrium, a clot was noticed on the clip and was growing. The clip was removed along with the clot. The clip was then discarded and replaced with another clip. There was no harm to the patient. No further incidents of clotting occurred during the procedure. The clot was attributed by the physician to the use of bivalirudin instead of heparin. The act was over 300 but in the physician's opinion, bivalirudin is less effective. Two additional mitraclips were implanted at the tricuspid valve reducing tr grade to 3. Although there was no malfunction of the mitraclip, its presence in a patient who could not receive heparin (inadequate anticoagulation), could have contributed to the clot formation. The issue was due to the patient's heparin intolerance. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Product performance engineering reviewed the complaint information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. It should be noted that the mitraclip system instructions for use (IFU), indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation¿. As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device; however, in this case, it cannot be determined if the off-label use contributed to the reported thrombus. Based on the information reviewed, the reported off-label use of the device was associated with the procedure being performed on the tricuspid valve; however, in this case, it cannot be determined if the off-label use contributed to the reported thrombus. The reported thrombus appears to be related to procedural circumstances. Additionally, thrombosis/thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.